Manufacturer narrative:
H11: additional manufacturer narrative: svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported and learned through medical records that a patient with a 27mm 6900ptfx valve underwent a valve-in-valve procedure after an implant duration of 20 years, 2 months due to stenosis. The patient presented with acute-on-chronic decompensated systolic heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient was recovering in stable condition post-procedure, and the procedure was performed without issue. The prosthesis is well-seated. There are normal gradients across the mitral valve prosthesis. There is no prosthetic valve regurgitation. Mitral valve prosthetic peak gradient measures 12 mmhg. Mitral valve prosthetic mean gradient measures 5 mmhg. Mitral valve prosthetic dimensionless valve index is 1.7. The patient was transported while intubated to the intensive care unit in critical condition.

Manufacturer narrative:
H11: corrected data: b5. H11: manufacturer narrative: g3, g6.

Event description:
It was reported and learned through medical records that a patient with a 27mm 6900ptfx valve underwent a valve-in-valve procedure after an implant duration of 20 years, 2 months due to stenosis. The patient was hospitalized for a hypoxemic respiratory failure on the setting of community-acquired pneumonia and acute-on-chronic decompensated systolic heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient was recovering in stable condition post-procedure, and the procedure was performed without issue.

Manufacturer narrative:
Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.